Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that the involved angio-seal device was used. After the procedure, it was confirmed that hemostasis was successfully achieved by the angio-seal device. However, on the following day, bleeding occurred when the patient walked. Manual compression was applied, and hemostasis was successfully achieved. The procedure before deploying the device was a sma. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. There was no patient injury, medical/surgical intervention required. The patient recovered. The estimated blood loss was less than 250cc's. The bleeding occurred out of the procedure room. It was a right femoral artery puncture. There were no other devices or equipment used with the reported product.